Event description:
Procedure performed: lsk. Event description: additional information received from an applied medical representative via email 01jul2025: a piece was broken on the sleeve of the trocar, this was only seen at the end of the surgery, the piece was retrieved immediately, no new product had to be used, manual damage to the trocar (by grasping forceps or similar) is not ruled out, the patient was not injured, the batch number can no longer be traced, the trocar and the broken piece were saved. Additional information received from an applied medical representative via email on 02jul2025: the trocar is packed in a bag as it is contaminated. It is a 12mm trocar with z-thread, apparently the trocar had a length of 150mm. The trocar was packed too tightly for a photo, no images available. It could also be a ctf73. The incident took place in mid-june and the employee responsible was on vacation for a week afterwards. The report came in on thursday the 26th and I visited the customer for the first time on (B)(6). Concomitant devices used during the procedure were overholt, scissors, salvage bag grasping forceps. The break occurred at the top. The trocar was inserted with rotation with no difficulty during insertion and it was unknown what instrument was inside the cannula at the time of the incident. The trocar was not used with a robot. Additional information received from an applied medical representative via email on 03jul2025: the customer is correct; the trocar was very probably from a kit. The operation was an lsk, mr [name redacted] could not confirm this more precisely. The break was considered to be a clean break and all pieces were retrieved from the patient. Intervention: piece was retrieved. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula. Based on the condition of the returned unit, it is possible that the cannula fractured due to instrumentation coming into contact with the tip during the procedure. However, the exact root cause is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: lsk. Event description: additional information received from an applied medical representative via email 01jul25: a piece was broken on the sleeve of the trocar, this was only seen at the end of the surgery, the piece was retrieved immediately, no new product had to be used, manual damage to the trocar (by grasping forceps or similar) is not ruled out, the patient was not injured, the batch number can no longer be traced, the trocar and the broken piece were saved. Additional information received from an applied medical representative via email on 02jul25: the trocar is packed in a bag as it is contaminated. It is a 12mm trocar with z-thread, apparently the trocar had a length of 150mm. The trocar was packed too tightly for a photo, no images available. It could also be a ctf73. The incident took place in (B)(6) and the employee responsible was on vacation for a week afterwards. The report came in on thursday the (B)(6) and I visited the customer for the first time on (B)(6). Concomitant devices used during the procedure were overholt, scissors, salvage bag grasping forceps. The break occurred at the top. The trocar was inserted with rotation with no difficulty during insertion and it was unknown what instrument was inside the cannula at the time of the incident. The trocar was not used with a robot. Additional information received from an applied medical representative via email on 03jul25: the customer is correct; the trocar was very probably from a kit. The operation was an lsk. He could not confirm this more precisely. The break was considered to be a clean break and all pieces were retrieved from the patient. Additional info received from amr qc team on 04sep25: the event unit received was ctf71 lot unk. Intervention: piece was retrieved. Patient status: no patient injury or illness was reported.